Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are:product ID wr9200 lot# serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of the recharger (s/n (B)(6) found the flash sector read/write protection bits became set. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless recharger (wr) is not powering on but the green light is on the dock. The recharger indicator lights are green. Resetting did not resolve the issue. Patient is hard to understand but also has a care giver who was able to get on the call also. Patient states their implant is at 25% charged and is requesting help today. A replacement wr was sent. No symptoms were reported. It was reported that the wireless recharger wr would not take a charge. The caller said that they spoke to a manufacturer representative (rep) prior to calling ps. The patient said that they left the wr on the docking station overnight, but the wr was dead this morning. The caller confirmed that there was a green light on the docking station. The patient service specialist walked the patient through checking their implanted neurostimulator ins charge level, and the patient confirmed it was at 50%. The patient service agent reviewed with the patient that if they were worried about their implanted device going below 25%, they should contact their healthcare provider to see if they have any charging equipment that they can use. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr. No symptoms/patient complications reported.